Event description:
It was reported that the patient had no stimulation sensation. The patient used the bathroom before bed and stopped feeling stimulation. Stimulation was not working. The patient was not using the patient programmer at the time that stimulation stopped. The patient had not been recharging. The battery was ¾ full. The patient denied any fall, accidents, traumas, or changes in activity. The patient did not leave the house on the day prior to report and denied encountering strong emi. The next day the patient pushed all the buttons on the patient programmer and her therapy turned and she was feeling stimulation. The stimulation was the same as before. Later the patient reported that they still had concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).